Manufacturer narrative:
The returned device was evaluated and the data download returned an 0x14 alarm code, which indicates that an occlusion occurred. The device was reset, connected to a pdm, and delivered a 5-unit bolus with no issue. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.  Checking your blood glucose. Chapter 4 / page 36:  warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.  Scratches were found on the tube nut at what would have been the point of contact with the reservoir cap. Although damage was found, the cause of the reported event could not be determined. After opening the pod, found the hard cannula not sitting in the slide retract. It could not be determined if this affected the device's ability to deliver insulin.

Event description:
It was reported while a patient was wearing a pod between 1 and 4 hours their blood glucose level rose to 300 mg/dl.